Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in albuquerque, new mexico. Livanova initiated an investigation. Field service engineer visited the customer and found that distribution board code (96-410-704) and circulation motor code (96-410-719) and hall sensor with cable harness code (96-410-801) are defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed during procedure an error message (ee6, ee7, ee26 code). There was no patient injury.

Manufacturer narrative:
During closure of the event it was identified an error in the field h of the initial report. The issue shall be corrected during the follow up. The information was correctly provided in the field e h10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in egypt. Complaints database analysis revealed no similar event since unit manufacturing in 2019. Based on all the above facts and the results of a similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event is due to defective components that were replaced; a non-free to spin pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, required a power overload to work, that could have resulted in an overcurrent ultimately caused damage to involved board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.